Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain and inability to extend the left knee, approximately 2 years post implantation. There is radiographic evidence of loosening and tibial subsidence. Another revision has been scheduled at a future date. Attempts to obtain additional information have been made; however, no more is available.